Event description:
A doctor's office alleged that approximately four (4) patients had their restorative procedures repeated due to sensitivity issues. This is the second of four reports.

Manufacturer narrative:
Patient specifics or incident details could not be recalled by (B)(6), the doctor's assistant; however, it was confirmed that the patient is doing fine. A visual inspection of the returned product revealed results within specification. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.